Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number a141548 experienced premature battery discharge overnight after being charged to approximately 51 percent on a flat phone charger, would not charge on the ilet charger, and subsequently shut down, during which the patient¿s blood glucose rose to 385 mg/dl before later decreasing to 222 mg/dl with the patient feeling fine; the reported device problem involved power and very low battery, and the implicated component was the battery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, with review of engineering logs indicating the battery depreciated about 50 percent in five hours. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery, implicating the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.